Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan in late 2008 and alleged that his one touch ultrasoft lancing device holder was damaged. The alleged issue first occurred on the day before at 3:00 pm. As a result of product issue, the pt did not take any actions. However, the pt reported that after the product issue began, she felt "hypo" (specific symptoms not provided). She did not receive any medical treatment. At the time of troubleshooting, it was verified that this was not a new product. Based on the information provided, there was no misuse of the product. The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. This complaint is being reported because the pt claimed that he felt "hypo" after the product issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.